Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.75x20mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, device failed to cross the lesion despite several attempts. The device was removed from the patient's body and it was noticed that the edge of the stent struts were lifted. The procedure was then completed with another 2.75x20mm synergy¿ stent. No patient complications were reported.